Event description:
Per the clinic, the patient experienced an infection (fluctuance) under the implant magnet, with extensive granulation tissue between the implant and the skull. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.